Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this bioprosthetic valve, implanted eight (8) years and ten (10) months, was explanted due to structural valve deterioration. This valve was originally implanted for mitral valve replacement to treat infective endocarditis. After approximately seven years post implant, mitral valve pressure gradient got increased and pulmonary hypertension got worsened. The patient was hospitalized and the device was replaced with another edwards bioprosthetic valve with no adverse patient effects reported as a result of the valve replacement. The valve will not be returned for evaluation as it was discarded at the hospital.